Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with an insulin pen and insulin pump. The customer reported the insulin pump was damaged at the reservoir tube side, the insulin pump battery went low and stopped giving insulin, and low battery alarm. The customer reported a blood glucose value of 400 mg/dl. The event involved product(s) mmt-431ag, mmt-7040a, mmt-1884, mmt-342g. Troubleshooting was performed for the general documentation and the customer called for a general product question. Troubleshooting was performed for low battery alarms and unattended alarms or alerts, excessive button pressing, higher display brightness, and extending backlight timeout greatly depleted battery power. Troubleshooting was performed for cosmetic damage to the insulin pump and found that the functionality of the damage was affected by the insulin pump. Troubleshooting was performed for the high blood glucose, and the customer was using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. No product return is required for mmt-431ag. No product return is required for mmt-7040a. The customer will discontinue using the device and mmt-1884 was requested, and the customer response was the device will be returned. No product return is required for mmt-342g.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software) and carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed the displacement test, displacement accuracy test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Unit also passed the sleep current measurement and active current measurement. No low battery alarms or unexpected battery power loss noted during testing. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. Pump received with normal operating currents. During download history review no relevant alarms confirm in download history files to confirm reason code. However, download history recorded low battery alert on (B)(6) 2025 21:04:00.000 and on (B)(6) 2025 10:35:00.000-hour. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted. The following cosmetic damages were noted: scratched case and cracked case-corner of belt clip rails. Customer concerns are not confirmed. Unable to confirm customer alleged concern of low/high bgs. No relevant alarms noted in download history review and testing of the unit was successful. In conclusion, customer alleged of low battery alarm or short battery life were not confirmed based on battery duration failure analysis instruction, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.